Event description:
Patient was experiencing increasing pain after undergoing an anterior cervical diskectomy fusion c4-5, c5-6 and c6-7. An x-ray was taken and it was noted that a screw was backing out of the inferior part of the plate. The plate and screws were removed and replaced. The patient tolerated the procedure with no complications.

Manufacturer narrative:
There has been no product returned as of this date.